Event description:
It was reported that during an angioplasty procedure, the balloon catheter froze on an unspecified platinum guide wire. The lesion was located in the superficial femoral artery (sfa). Vascular access was obtained through the femoral artery. Upon attempting to withdraw the sterling over-the-wire balloon catheter, the balloon catheter froze on the guide wire. The balloon catheter and guide wire were removed as a unit without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "stable."